Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. Continuation of medical devices: dtma1q1 crtd implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's left ventricular (lv) lead dislodged. It was also reported that the lv lead exhibited loss of capture on all four electrodes, and that the patient experienced diaphragmatic stimulation and phrenic nerve stimulation. The lv lead was explanted and replaced. No further patient complications have been reported as a result of this event.